Event description:
It was reported that during implant, post-paced t-wave oversensing was observed on real-time egm. Patient was asymptomatic. Programming changes were recommended. Device remains implanted.